Event description:
Right atrial lead wire malfunctioned causing biventricular pacemaker to stop working. This was documented in a visit to the electrophysiology dept at hosp. Also it was determined that the battery life of pacer was almost depleted. This pacer defibrillator was implanted to perhaps and in decreasing progression of cardiomyopathy but mainly most important was the need for the defibrillator. The surgeon removed the contak-renewal h135 inserted on 05/03/05 which was subsequently remained and implanted a single chamber guidant ICD model t175. Pt has been treated for cardiomyopathy since 2003. Pt was implanted with guidant's contak renewal model h135 atrial biventricular ICD. In 2005, implant was found to be non-functional due to a crack or kink of the guidant right atrial lead. Due to the high risk of removing the defective wire, the surgeon elected to remove the contak renewal device and re-implant a single chamber ICD, guidant model t175.